Event description:
It was reported that the patient had surgery for arthritis on (B)(6) 2015. Left thumb fusion. 2.3 m profile style hand-lock t-plate was implanted. (B)(4). Cast was removed on (B)(6) 2015, everything appeared to be fine. A few days later patient began experiencing swelling and pain. Final post-op visit on (B)(6) 2015, ortho surgeon discovered the plate had broken. Surgeon told patient that his bone should have broken before the titanium plate and that it was defective. Patent had revision surgery on (B)(6) 2015. Removed broken plate and installed two plates; several weeks to recovery.

Manufacturer narrative:
The reported event that 2.3 m variax hand lock t-plate,reg,7holes was alleged of 'implant breakage after surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Since the product has not been returned, the lot number, patient activity post-op and x-rays of the broken plate not provided even after multiple attempts, the root cause could not be confirmed. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient had surgery for arthritis on (B)(6) 2015. Left thumb fusion. 2.3 m profile style hand-lock t-plate was implanted. Registration # 7h; 5715360 key #1997. Cast was removed on (B)(6) 2015, everything appeared to be fine. A few days later patient began experiencing swelling and pain. Final post-op visit on (B)(6) 2015, ortho surgeon discovered the plate had broken. Surgeon told patient that his bone should have broken before the titanium plate and that it was defective. Patent had revision surgery on (B)(6) 2015. Removed broken plate and installed two plates; several weeks to recovery.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 2.3 m profile style hand-lock t-plate (B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product disposition is unknown.